Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-25103, 2017865-2020-25105. It was reported the patient presented in clinic with complaints of discomfort related to the implanted system. They were having issues with the prominence of one of the leads, as well as the prominence of the right edge of the implantable cardioverter defibrillator. The pocket was revised. There were no patient consequences.